Manufacturer narrative:
Product event summary: analysis found sense was low intermittently due to damaged main printed circuit board assembly.

Event description:
It was reported the epg (external pulse generator) was unable to power on. The epg was returned to the manufacturer for repair, analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
Correction: further review prompted a change in the evaluation conclusion. Conclusion code(s). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.